Event description:
Case description: investigation results name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid® penfill® 3 ml 100iu/ml, batch number: lr79m92 the product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission the case has been updated with the following: investigation results added. Imdrf codes added (b,c,d,g) relevant fields updated in EU/ca tab narrative updated accordingly. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. The piston rod head was not pressing on the penfill's plug [device malfunction] hypoglycemic coma [hypoglycaemic coma]. Bgls are uncontrolled (may be high to 500 mg/dl or decreased to 60 mg/dl at the same day) [blood glucose fluctuation]. Needle attached to the pen [product storage error]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "the piston rod head was not pressing on the penfill's plug(device component malfunction)" with an unspecified onset date, "hypoglycemic coma(hypoglycemic coma)" with an unspecified onset date, "bgls are uncontrolled (may be high to 500 mg/dl or decreased to 60 mg/dl at the same day)(blood glucose fluctuation)" with an unspecified onset date, "needle attached to the pen(device stored with needle attached)" with an unspecified onset date, and concerned a 61 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "device therapy", novorapid penfill (insulin aspart) (10 iu, tid (after each meal), subcutaneous and regimen #2: unk (corrective doses-each 50 mg/dl more than normal level, 1 iu was injected as corrective), subcutaneous) ongoing lr79m92 ((B)(6) 2023) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 164 cm. Patient's weight: 84 kg. Patient's bmi: 31.23140990. Current condition: type 1 diabetes mellitus, hypercholesterolaemia, hypertension, cataract. Historical condition: diabetic retinopathy, sightedness failure, retinal infiltration, lt eye partial detachment. Historical drug: mixtard, actrapid. Procedure: eye surgery, operations to treat the lt eye partial detachment. Concomitant products included - lantus(insulin glargine), ezapril-co(enalapril maleate, hydrochlorothiazide), aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]) ongoing, milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), lipona [atorvastatin calcium] (atorvastatin calcium), novorapid flexpen(insulin aspart) solution for injection, 100 iu/ml. On unknown date, patient had hyperglycemia reached 500 mg/dl due to the technical complaint within novopen which appeared on the day before the day of reporting as the piston rod head was not pressing on the penfill's plug, cartridge holder did not detach from the pen body accidentally or intentional and patient does not check the insulin flow in general and this was solved by pen training. Corrective doses of novorapid were injected to adjust the elevated bgl whereas each 50 mg/dl more than normal level, 1 iu was injected as corrective. On an unknown date patient's last random blood glucose of about 111 mg/dl before hyperglycemia. Random blood glucose of 475 mg/dl were also observed. It was mentioned that since diagnosis of diabetes (date unknown) patient's blood glucose levels are uncontrolled (may be high to 500 mg/dl or decreased to 60 mg/dl at the same day) once she feels unbalanced and thirstier, measures blood glucose levels to find it high. Patient mentioned that on an unknown date patient rarely experienced hypoglycemic coma while sleeping because of the peak of concomitant lantus as per her words and if she walked or decreased the dinner contact. Since unknown date, patient usually reused the needle for 4 days leaving the needle attached to the pen between injections. It was mentioned that patient was the operator of the device and using the device since 10 years and was a trined user. No recent changes in patient's diet or exercise level and no injection into a skin area with lumps and patient usually changed the injection sites. Batch numbers: novopen 4: unavailable. Novorapid penfill: lr79m92, lr79m92. Action taken to novorapid penfill was reported as dose increased. Action taken to novopen was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "the piston rod head was not pressing on the penfill's plug(device component malfunction)" was recovered. The outcome for the event "hypoglycemic coma (hypoglycemic coma)" was not reported. The outcome for the event "bgls are uncontrolled (may be high to 500 mg/dl or decreased to 60 mg/dl at the same day)(blood glucose fluctuation)" was not reported. The outcome for the event "needle attached to the pen(device stored with needle attached)" was not reported. References included: reference type: (B)(4). Reference ID#: (B)(4). Reference notes: